Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune litigation record received. Litigation alleges pain, injury, discomfort, instability and difficult ambulating caused by aseptic loosening at the unknown interface, lack of long- term fixation and migration of defective tibial baseplate and related tibial components. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.